Manufacturer narrative:
H6: health effect - clinical code 2144 - vomiting. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
A causal relationship of the event to the device was reportedly present. It was noted that eogo was previously suspected and was being followed annually. Due to dehydration and other factors, the graft become occluded, resulting in the low flow. As of 2024, the stenosis was at 50%. It was believed that when the low flow occurred due to dehydration, the pressure balance between the bio-debris had accumulated inside the bend relief and the pressure within the graft was disrupted, leading to occlusion.

Event description:
It was reported that the patient experienced emesis and diarrhea while at home and was emergently transported due to extrinsic outflow graft obstruction (eogo). Extracorporeal membrane oxygenation (ECMO) was inserted. The patient experienced a loss of consciousness while admitted and had low flow alarms during the event. The patient was taken back to the operating room and eogo was removed surgically and determined to be the cause of the event. Following the procedure, the patients flow was recovering and ECMO was being weaned, but the patient remained unconscious at the time. Flow recovered and ECMO was withdrawn, but the patient remained unconscious. On (B)(6) 2025 the patient passed away due to hypoxic encephalopathy and the pump was removed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The onset date was unknown as it was identified through tests at the time of admission. Vancomycin was administered as treatment. It was not thought to be device related.

Manufacturer narrative:
D9: date returned to manufacturer, corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Evaluation of the returned product did not confirm extrinsic outflow graft obstruction (eogo) or any other device-related issues. (B)(6) was returned assembled with the pump cable intact, measuring approximately 26" in length. The modular cable was also returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. Of note, the bend relief had a lengthwise cut prior to the return. The apical cuff was returned secured with the cuff lock fully engaged. A slight crease in the outflow graft was observed through the proximal and distal ends. Upon further examination, no tissue accumulation was present within the deformation of the graft. A thin biological layer was observed in the bend relief that did not appear to have obstructed flow. No other tissue accumulation was observed within the outflow graft assembly. The graft attachment, as well as the lumen of the sealed outflow graft, showed no evidence of adhered depositions or thrombus formations. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreased flow values on (B)(6) 2025. The decrease in flow began at approximately 09:10:19 and continued for the remainder of the log file. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists multiple types of infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the section titled ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. The section titled ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." This section also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The section ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. The IFU also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. The patient handbook section ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. The handbook also cautions the user not to twist, kink, or sharply bend the driveline. The handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was additionally reported that the patient was emergently transported and admitted on (B)(6) 2025. It was noted that during an outpatient visit on (B)(6) 2025 there were no particular problems. The artificial blood vessel of the ventricular assist device (vad) was blocked due to dehydration caused by clostridium difficile (c. Diff) enteritis, leading to a collapse of circulatory dynamics. Since the low flow alarm had been sounding since the time the patient was at home, it was believed that sufficient blood flow was not ensured throughout the body at an early stage. During the emergency transport, the patient's level of consciousness decreased, and they stopped breathing. There were signs of hypoxic encephalopathy, accompanied by multiple organ failure, the cause of death was related to equipment failure and clostridium difficile (c. Diff) enteritis dehydration.

Manufacturer narrative:
H7, h9: fsca information provided. No further information was provided. The manufacturer is closing the file on this event.